Event description:
The customer sent the device to the international service center with report of blower temperature too high alarm occurred. The v60 unit was being used on a patient when the issue occurred. There was no adverse patient effect.